Manufacturer narrative:
The certas valve (ID: 828811pl) was not returned for evaluation as the product remains implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve (ID: 828811pl) was implanted with an original setting of 3. On (B)(6) 2022 the valve changed its setting to 6. The facility electronic programmer was used to return the valve to its original/desired setting. No patient injury reported